Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: (B)(4) verified in the black box and history. Unable to reproduce any cs alarms during investigation. Unrelated to the complaint, there was visible corrosion in display. Leak test failed due to cracked case. Case cracked in the upper right corner between the lens and case seal. Opened pump and removed from case. Corrosion on all surfaces. All buttons were intermittent. No damage to the keypad. Removed keypad. Contamination under all button contacts. Contamination under buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked case, moisture corrosion in pump, and contamination under the button contacts. This report is made based on the results of an investigation completed on (B)(4) 2013.